Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Medical device problem code a0401 captures the reportable event of wire broke. Block h10: investigation results: the returned speedband superview super 7. A visual examination noted that the ligator head and the irrigation tube were returned with the device. A crimp was present on the tripwire. It was noted that the tripwire was returned separated in two sections, one of them was attached to the handle but was not secured in the handle slot, and has evidence that it was never been secured in the handle slot since the slot did not show drag marks. The other section was attached to the suture of the ligator head. It seemed to be that the slack was not performed on the tripwire. It was noticed that the ligator head found six bands attached to the ligator head and they did not show damages. The ligator teeth were straight. The suture remained attached to the tripwire and suture hole was in good condition and no damages were observed. The pouch and the irrigation tube were in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that physician did not took up slack by pulling the proximal end of trip wire on the handle unit, after attaching the ligating unit to the trip wire and that the trip wire had not been secured in the slot on handle unit. Additionally as per the device condition, it is most likely that the slack was not removed as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. During the procedure, when the first band was attempted to fire, the wire broke. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date.. During the procedure, when the first band was attempted to fire, the wire broke. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.